Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the e315 scope error; the electrical continuity error occurred due to water invasion in the scope connector. Additionally, the evaluation found the adhesive on the bending cover was leaking, the electrical connector was corroded by liquid intrusion, the key top of switch 1 was damaged, insufficient angle, the inner wall of the channel tube was burnt and was leaking slightly, the venting valve was dirty, and the light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope generated an e315 (scope error) error code. As reported, the unspecified diagnostic procedure was completed with this device and the e315 error was found at reprocessing of the scope. There was no patient harm reported.